Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A nurse was unable to load a clip to the applier properly during a surgery. When removing the clip from the applier he/she found that the boss of the clip was broken. Therefore, a new cartridge was opened to complete the procedure.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73k1900145 was manufactured on 10/07/2019 a total of (B)(4) pieces. Lot as released on 10/24/2019. DHR investigation did not show issues related to complaint. The customer returned two clips from unit 544230 hemolok ml clips 6/cart 84/box for investigation. Two loose clips were returned. The cartridge was not returned. The clips were visually examined with and without magnification. Visual examination revealed that one of the clips was broken in half at the hinge and one of the clips had one of its pierced bosses broken off. The broken pierced boss was not returned. The sample appears used as there was biological material present on the clips. The clips were reviewed with a r & d engineer. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Additionally, the damage on the pierced boss break indicates that improper loading technique was used which caused the clip to break. Since the root cause of the broken pierced boss was determined to be "user error" due to improper loading technique, in service request (B)(4) has been submitted. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The clips were both broken during loading. For the clip that was broken in half at the hinge, the root cause is due to inadequate specification of hinge thickness which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Additionally, the damage on the clip with the pierced boss break indicates that improper loading technique was used which caused the clip to break. Since the root cause of this complaint was determined to be "user error" due to off-label use, in service request (B)(4) has been submitted. The reported complaint of "broken clip - multiple locations" was confirmed based upon the samples received. Visual examination of the returned clips revealed that one clip was broken in half at the hinge and the other had a broken pierced boss. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Additionally, the damage on the pierced boss break indicates that improper loading technique was used which caused the clip to break. Since the root cause of the broken pierced boss was determined to be "user error" due to improper loading technique, in service request (B)(4) has been submitted.

Event description:
A nurse was unable to load a clip to the applier properly during a surgery. When removing the clip from the applier he/she found that the boss of the clip was broken. Therefore, a new cartridge was opened to complete the procedure.